Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include prying/leveraging the driver while the implant is still loaded, preparing a pilot hole that is too small, inserting the implant at an angle not co-axial to the pilot hole, or applying excessive force to the screw during implantation. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the surgeon encountered some resistance when removing the driver from the bio-comp tenodesis screw from the bone tunnel in the proximal phalanx. When the screw was removed, the thin metal tip broke-off from the driver inserter and was left within the screw. The broken tip was buried within the socket with the screw. It was not retrieved. The bio-comp. Screw itself did not break. Case was completed. Surgeon has informed patient of what occurred. Follow-up investigation: procedure was a ucl reconstruction thumb-proximal phalanx.